Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was noted that the battery voltage of the implantable cardioverter defibrillator (ICD) was below the voltage for recommended replacement time (rrt). The ICD was not implanted and another ICD was used. No patient complications have been reported as a result of this event.